Event description:
It was reported that this tachy device exhibited rhythm acceleration. This patient was in a slow ventricular tachycardia. A 50 hz burst was attempted, and suddenly accelerated the patient into ventricular fibrillation. The patient was admitted to the hospital's intensive care unit. No additional adverse patient effects were reported. The device remains in service.